Manufacturer narrative:
Olympus followed up with the user facility via phone and in writing to obtain additional info regarding this report, but with no result. The device referenced in this report was not returned to olympus for eval. The device instrument history of the subject device was reviewed and shows that the user facility purchased the light source on (B)(4) 2010, and the light source has not yet been returned to olympus for service since then. The exact cause of the user's report could not be determined. This report will be updated if additional and significant info becomes available. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during an endoscopic esophagogastroduodenoscopy procedure, the pt was over inflated, which caused bleeding. The user facility did not provide specific info as to what caused the pt's outcome.